Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had failed battery and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that the pump rejected batteries and random no insulin delivery alarms and louder on rewind. It was reported that the squirts insulin sometimes when priming. The customer insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with broken battery cap. Unit received with all no button response due to flattened button dome switch .the keypad connector on j2/lcd is locked properly during visual inspection. Unable to verify unexpected low battery alarm, failed battery alarm, rewind anomaly, prime or fill anomaly, excessive no delivery alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response.